Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 66 mg/dl (3.7 mmol/l) at 1:02 pm on (B)(6) 2025 and fs read 366 mg/dl (20.3 mmol/l) at 1:04 pm on (B)(6) 2025. Inaccuracy is 81.97% with a point difference of 300 (16.6). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 48-49 mg/dl, and the meter bg reading was 310 mg/dl. Customer delivered a correction bolus via pump to address bg level. Customer acknowledged pump functioned as intended.